Manufacturer narrative:
The sterilization records could not be reviewed as the serial number and lot number were unknown.

Event description:
Voluntary medwatch received states that the left ventricular (lv) lead had infection. No intervention or procedure was reported. The lead remained implanted. No adverse patient effects were reported.